Event description:
Reported getting erractic readings from freestyle meter. While on the phone, customer performed comparison tests with the freestyle meter and meters and results were 189 mg/dl and 372 mg/dl.